Event description:
It was reported that the patient underwent a posterior spinal fusion at t10-iliac procedure. It was reported that the set screw cross threaded and shed debris. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.